Manufacturer narrative:
Evaluation summary: the spiderfx was received for evaluation with the everflex entrust stent delivery system, (sds), loaded on it. A series of kinks were noted in the spiderfx capture wire just proximal of the proximal hub of the sds. The spiderfx and inner guidewire lumen/pusher were examined. A bend in the spiderfx capture wire was noted just proximal to the proximal end of the spiderfx basket. The distal end of the inner guidewire lumen was approximately 20.5 cm proximal from the distal end of the spiderfx distal tip. A kink in the spiderfx capture wire was noted at the proximal end of the outer sheath at approximately 147.5 cm from the distal end of the spiderfx distal tip. The proximal end of the inner guidewire lumen was approximately 159 cm from the distal end of the spiderfx distal tip. A set of kinks in the spiderfx capture wire were approximately 161 cm and 162 cm proximal of the distal end of the spiderfx distal tip. The proximal end of the spiderfx was approximately 320 cm from the distal end of the spiderfx. The spiderfx was able to be removed from the inner guidewire lumen. A bend in the spiderfx capture wire was located approximately 71.5 cm proximal to the spiderfx distal tip. Three kinks in the spiderfx capture wire were located approximately 147 cm, 148 cm and 148.7 cm from the distal tip of the spiderfx. A set of two kinks in the spiderfx capture wire were approximately 162.5 cm and 163.5 cm from the distal tip of the spiderfx capture wire. The inner guidewire lumen within the handle of the everflex entrust sds was kinked within the safety tab cavity causing the spiderfx to be locked up with the entrust stent delivery system. The kink in the inner guidewire lumen was caused by the transfer of tension from the outer sheath/pull cable/thumbwheel. The transfer of tension was caused by the interaction of the outer sheath and the inner guidewire lumen due to the tight vessel anatomy and lack of columnar support from the 0.014¿ spiderfx capture wire. The tensile force was transferred along the inner guidewire lumen. When the force reached the safety cavity of the handle it was directed out the safety cavity causing the inner guidewire lumen to kink outward in the safety cavity and kinked the spiderfx capture wire. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a 6x80 everflex self-expanding stent with entrust delivery system with a non-medtronic 6fr sheath, a 0.14" spider guidewire and a 6 mm spider fx embolic protection filter for the treatment of a moderately calcified fibrous/plaque cto (chronic total occlusion-100%) lesion in the distal right superficial femoral artery (sfa). Lesion was pre-dilated using an unknown 4 mm pre-dilation balloon. IFU was followed and device prepped without issue. The device passed through a previously deployed stent. Resistance was encountered when advancing the device and it is unknown if excessive force was used. The lock-pin was removed once in position in the lesion. It was reported 6x80 everflex entrust stent was stuck to the spider guidewire, and was unable to be deployed. This stent was removed along with the guidewire, losing the lesion access. The physician then re-wired the lesion with a non-medtronic 0.14¿ guidewire, and inserted a 7x80 everflex entrust stent over this wire but was unable to deploy this stent. An unknown 0.35" wire was then used and the 6f sheath was swapped out for a new unknown 6f sheath. It was reported that the procedure was completed successfully using a 7x100 everflex entrust self-expanding stent and this 0.035¿ guidewire. No patient injury was reported.